Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported thrombosis and hemolysis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The patient remained ongoing on (B)(6), until they were exchanged to (B)(6), on (B)(6) 2018 (reference MFR # 2916596-2021-01108). The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. The heartmate ii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: previous admission for hemolysis is reported in MFR # 2916596-2021-01217.

Event description:
It was reported that the patient had a pump exchange due to thrombosis and hemolysis. The patient was previously admitted for hemolysis in (B)(6) 2016. The site reported that the device operated as expected.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2017.